Event description:
Blister/2 blisters, one a burn blister (i.e., more severe) [burns second degree]. Placed the wrap directly on her back, relief of back pain (spinal stenosis), did not check the skin under the heatwrap during use [intentional device misuse]. Blister/2 blisters, one a burn blister (i.e., more severe) [blister]. Placed the wrap directly on her back, and was irritated/ irritation was noted [skin irritation]. Case description: this is a spontaneous report from a contactable consumer received via a sales representative. A (B)(6) -year-old female consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), (expiration date: feb 2016) from (B)(6) 2015 for relief of back pain associated with spinal stenosis. The patient's medical history included nummular dermatitis (reported as recently treated), diabetes, sensitive skin and spinal stenosis all from unspecified dates and unknown if ongoing. Concomitant medication included tylenol from an unspecified date at an unspecified dose every 4 hours for pain associated with spinal stenosis, ibuprofen from an unspecified date at an unspecified dose for pain associated with spinal stenosis and "omega 3 & vitamin d" from an unspecified date at an unknown posology for an unspecified indication. On (B)(6) 2015, the patient reported using thermacare heatwraps for the first time placing the wrap directly on her back for roughly 6 hours and noted irritation. She removed the heatwrap and noted 2 blisters, one a burn blister (i.e., more severe). The patient happened to have a primary care physician (pcp) appointment scheduled so she had her pcp check the area. The pcp prescribed an unspecified topical ointment used on burn victims. The patient reported one blister healed fairly quickly, the other took 2 weeks to heal completely. She mentioned she attached the adhesive to the body. The patient acknowledged the product included a warning about burns but did not read the warning prior to application. She stated her husband uses the product all the time without issue so she felt she did not need to read the instructions. The patient assessed her skin tone as very light or fair. She previously used other heat products (unspecified) for pain relief "rarely as needed" with no adverse effect. The patient did not check the skin under the heatwrap during use until she noted the irritation. She did not exercise while using the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included an unspecified topical ointment used on burn victims prescribed by the patient's pcp. No hospitalization was required as a result of the events. Clinical outcome of the events was resolved on an unspecified date in (B)(6) 2015. Additional information has been requested and will be provided as it becomes available. Follow-up (20 nov 2015): new information received from a contactable consumer includes: medical history, concomitant medications, updated suspect product, suspect product indication, suspect product start/stop date, action taken with suspect product, reaction data (additional event burn blister), therapeutic measures taken, no hospitalization required, events outcome and events recovery date. This case has been upgraded to a serious reportable medical device report. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn blister and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events blister and skin irritation are assessed as associated with the device use. This case meets initial 10-day (B)(4)/30-day FDA reportability. Case comment: based on the information provided, the events burn blister and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events blister and skin irritation are assessed as associated with the device use. This case meets initial 10-day (B)(4)/30-day FDA reportability.